Event description:
Ous MDR - this rv lead exhibited high impedance. The lead was replaced. An implant date was not provided. It is unclear if the lead was capped or explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curve showed a gradual increase from approx. 2000 ohms in (B)(6) 2017 to >3000 ohms in (B)(6) 2018. The sensing amplitude was varying between 3.5 mv and 9 mv and intermittently no recordings were visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.